Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu) due to contact plate failure. The system was tested and verified as ready for use. Isi did not yet receive the iesu involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported a problem with the erbe's neutral plate during the procedure. The erbe generator was then replaced with an auxiliary one and the procedure was completed without causing any damage to the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. The unit was returned for failure analysis, but the reported issue could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. There were no issues upon multiple activation. The log history did confirm the presence of multiple errors.

Event description:
Refer to h10/h11 for follow-up information.